Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
It has been further reported that the display screen was dim and could no longer be read safely and that there was no moisture in the pump. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete another supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, it was reported to animas that the display was dim. No additional information was available. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/26/2015 as follows: the display was found to be dim, fading and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.